Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included gabapentin, hydrocodone and tizanidine hydrochloride (zanaflex). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced rash erythematous ("breaking out in red rashes"), urticaria ("hives in area of tubes"), migraine ("migraines"), headache ("headaches,"), nerve injury ("nerve damage"), burning sensation ("burning in my buttocks, feet, thighs, down my legs, my hands"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), dysgeusia ("reoccurring metallic taste in my mouth"), back pain ("back pain"), neuralgia ("nerve pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral curved resection and removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, urticaria, nerve injury, burning sensation, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown, the vaginal haemorrhage, migraine, headache, back pain, neuralgia and abdominal pain lower had not resolved and the rash erythematous and dysgeusia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, burning sensation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nerve injury, neuralgia, pelvic pain, rash erythematous, urticaria, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia),breaking out in red rashes/hives in area of tubes/uterus, migraines / headaches, nerve damage - burning in my buttocks, feet, thighs, down my legs, my hands, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, hair loss, reoccurring metallic taste in my mouth were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included gabapentin, hydrocodone and tizanidine hydrochloride (zanaflex). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced rash erythematous ("breaking out in red rashes"), urticaria ("hives in area of tubes"), migraine ("migraines"), headache ("headaches,"), nerve injury ("nerve damage"), burning sensation ("burning in my buttocks, feet, thighs, down my legs, my hands"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), dysgeusia ("reoccurring metallic taste in my mouth"), back pain ("back pain"), neuralgia ("nerve pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral curved resection and removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, urticaria, nerve injury, burning sensation, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown, the vaginal haemorrhage, migraine, headache, back pain, neuralgia and abdominal pain lower had not resolved and the rash erythematous and dysgeusia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, burning sensation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nerve injury, neuralgia, pelvic pain, rash erythematous, urticaria, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included recurrent abortion (2) and c-section. Concomitant products included gabapentin, hydrocodone and tizanidine hydrochloride (zanaflex). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced rash erythematous ("breaking out in red rashes"), urticaria ("hives in area of tubes"), migraine ("migraines"), headache ("headaches,"), nerve injury ("nerve damage"), burning sensation ("burning in my buttocks, feet, thighs, down my legs, my hands"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), dysgeusia ("reoccurring metallic taste in my mouth"), back pain ("back pain"), neuralgia ("nerve pain"), abdominal pain lower ("cramping"), adnexa uteri pain ("tubes pain"), uterine pain ("uterus pain"), uterine spasm ("I was advised my uterus had spasms") and seizure ("I was uncontrollably convulsing on the table"). The patient was treated with surgery (bilateral curved resection and removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, urticaria, nerve injury, burning sensation, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, uterine spasm and seizure outcome was unknown, the vaginal haemorrhage, headache and back pain had not resolved and the rash erythematous, migraine, dysgeusia, neuralgia, abdominal pain lower, adnexa uteri pain and uterine pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, back pain, burning sensation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nerve injury, neuralgia, pelvic pain, rash erythematous, seizure, urticaria, uterine pain, uterine spasm, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: previously reported events "migraines, nerve pain, cramping" outcome updated to "recovered / resolved", events: "tubes pain, uterus pain, I was advised my uterus had spasms, I was uncontrollably convulsing on the table", historical condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and seizure ('I was uncontrollably convulsing on the table') in a 33-year-old female patient who had essure (batch no. A22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I got essure done four weeks after I had my son" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included recurrent abortion (2), c-section, gravida and parity 4. Concomitant products included gabapentin, hydrocodone and tizanidine hydrochloride (zanaflex). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nerve injury ("nerve damage/nerve damage/neurologcal condition or problems"), burning sensation ("burning in my buttocks, feet, thighs, down my legs, my hands/ pain feels that its burning on my right thigh/neurological condition or problems") and dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("menorrhagia/heavy periods lasting 7 to 9 days") and migraine ("migraines/have migraine now"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), rash erythematous ("breaking out in red rashes"), urticaria ("hives in area of tubes"), headache ("headaches,"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/tired all the time"), alopecia ("hair loss"), dysgeusia ("reoccurring metallic taste in my mouth"), back pain ("back pain"), neuralgia ("nerve pain"), abdominal pain lower ("cramping/shrp shooting pain in lower abdomen"), adnexa uteri pain ("tubes pain"), uterine pain ("uterus pain"), uterine spasm ("I was advised my uterus had spasms"), seizure (seriousness criterion medically significant), uterine cervical pain ("the shots in my cervix hurt so bad"), neck pain ("I started getting horrible pain in my neck"), muscle spasms ("cervical spasm"), procedural pain ("when the coils were inserted I got extreme cramping/bleeding slightly like the end of period"), post procedural haemorrhage ("had a clot and blood would not stop"), rash ("rash on stomach/rashes on my body"), dry skin ("dry skin"), low back pain ("pain in my lower back"), cough ("coughing"), ovarian pain ("pain near my left ovary"), abdominal distension ("still bloated/gassy"), postoperative pain ("worst pain after surgery"), post procedural haematoma ("hematoma after surgery") and foot fracture ("broken my pinky toe") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral curved resection and removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, urticaria, nerve injury, burning sensation, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, uterine spasm, seizure, uterine cervical pain, muscle spasms, procedural pain, rash, dry skin, low back pain, cough, ovarian pain, abdominal distension, postoperative pain, foot fracture and abdominal pain outcome was unknown, the vaginal haemorrhage, headache and back pain had not resolved and the rash erythematous, migraine, dysgeusia, neuralgia, abdominal pain lower, adnexa uteri pain, uterine pain, post procedural haemorrhage and post procedural haematoma had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, burning sensation, cough, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, foot fracture, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, neck pain, nerve injury, neuralgia, pelvic pain, post procedural haematoma, post procedural haemorrhage, procedural pain, rash, rash erythematous, seizure, urticaria, uterine cervical pain, uterine pain, uterine spasm, vaginal haemorrhage, weight increased, low back pain, ovarian pain and postoperative pain to be related to essure. The reporter commented: two coils were seen on that side current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: heavy bleeding, the shots in my cervix hurt so bad, I started getting horrable pain in my neck, cervical spasm, when the coils were inserted I got extreme cramping/bleeding slightly like the end of period, had a clot and blood would not stop, rash on stomach/rashes on my body, dry skin, pain in my lower back, coughing, pain near my left ovary, still bloated/gassy, worst pain after surgery, hematoma after surgery, broken my pinky toe, I had essure done four weeks after I had my son. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received: event abdominal pain was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('heavy bleeding') and seizure ('I was uncontrollably convulsing on the table') in an adult female patient who had essure (batch no. A22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I got essure done four weeks after I had my son" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included recurrent abortion (2), c-section, vaginal delivery and parity 4. Concomitant products included gabapentin, hydrocodone and tizanidine hydrochloride (zanaflex). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nerve injury ("nerve damage/nerve damage/neurologcal condition or problems"), burning sensation ("burning in my buttocks, feet, thighs, down my legs, my hands/ pain feels that its burning on my right thigh/neurological condition or problems") and dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("menorrhagia/heavy periods lasting 7 to 9 days") and migraine ("migraines/have migraine now"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash erythematous ("breaking out in red rashes"), urticaria ("hives in area of tubes"), headache ("headaches,"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/tired all the time"), alopecia ("hair loss"), dysgeusia ("reoccurring metallic taste in my mouth"), back pain ("back pain"), neuralgia ("nerve pain"), abdominal pain lower ("cramping/shrp shooting pain in lower abdomen"), adnexa uteri pain ("tubes pain"), uterine pain ("uterus pain"), uterine spasm ("I was advised my uterus had spasms"), seizure (seriousness criterion medically significant), uterine cervical pain ("the shots in my cervix hurt so bad"), neck pain ("I started getting horrable pain in my neck"), muscle spasms ("cervical spasm"), procedural pain ("when the coils were inserted I got extreme cramping/bleeding slightly like the end of period"), post procedural haemorrhage ("had a clot and blood would not stop"), rash ("rash on stomach/rashes on my body"), dry skin ("dry skin"), low back pain ("pain in my lower back"), cough ("coughing"), ovarian pain ("pain near my left ovary"), abdominal distension ("still bloated/gassy"), post procedural pain ("worst pain after surgery"), post procedural haematoma ("hematoma after surgery") and limb injury ("broken my pinky toe") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral curved resection and removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, urticaria, nerve injury, burning sensation, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, uterine spasm, seizure, uterine cervical pain, muscle spasms, procedural pain, rash, dry skin, low back pain, cough, ovarian pain, abdominal distension, post procedural pain and limb injury outcome was unknown, the vaginal haemorrhage, headache and back pain had not resolved and the rash erythematous, migraine, dysgeusia, neuralgia, abdominal pain lower, adnexa uteri pain, uterine pain, post procedural haemorrhage and post procedural haematoma had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, back pain, burning sensation, cough, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, limb injury, menorrhagia, migraine, muscle spasms, neck pain, nerve injury, neuralgia, pelvic pain, post procedural haematoma, post procedural haemorrhage, procedural pain, rash, rash erythematous, seizure, urticaria, uterine cervical pain, uterine pain, uterine spasm, vaginal haemorrhage, weight increased, low back pain, ovarian pain and post procedural pain to be related to essure. The reporter commented: two coils were seen on that side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: heavy bleeding, the shots in my cervix hurt so bad, I started getting horrable pain in my neck, cervical spasm, when the coils were inserted I got extreme cramping/bleeding slightly like the end of period, had a clot and blood would not stop, rash on stomach/rashes on my body, dry skin, pain in my lower back, coughing, pain near my left ovary, still bloated/gassy, worst pain after surgery, hematoma after surgery, broken my pinky toe, I had essure done four weeks after I had my son. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: content from social media received. Events per social media: heavy bleeding, the shots in my cervix hurt so bad, I started getting horrible pain in my neck, cervical spasm, when the coils were inserted I got extreme cramping/bleeding slightly like the end of period, had a clot and blood would not stop, rash on stomach/rashes on my body, dry skin, pain in my lower back, coughing, pain near my left ovary, still bloated/gassy, worst pain after surgery, hematoma after surgery, broken my pinky toe , I had essure done four weeks after I had my son were added. On 2-dec-2019: pfs received. Onset date of the events were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.